Manufacturer narrative:
Date of event: unknown/not provided; however was indicated as (B)(6) 2017. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the plunger broke the delivery system tip. This happened with 2 units. There was no patient involvement/injury reported. No additional information was provided to abbott medical optics. Note: 2 MDR¿s will be submitted, one for each suspect product. This is report 1 of 2.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on 2/5/2018. Device evaluation: the sample was evaluated. The plunger was fully advanced and locked as the device required. The lens was observed stuck at the cartridge tip and overridden by the pushrod. No viscoelastic residues were observed inside the cartridge. There was no observed damage in the assembly; the screw thread and nut thread were correctly assembled. The cartridge tip was observed broken by the pushrod. Neither the lens nor the plunger could be removed from the assembly due to the fact they were stuck at the wall of the cartridge. Based on the inspection, the complaint was confirmed. However, it is not possible to confirm if the defect observed is related to manufacturing, as the reported device was handled and prepared for surgical use. Based on the inspection, the device appeared not to have been prepared as the directions for use require. Viscoelastic residues in the cartridge tube and tip were not observed. This action could have dislodged the haptics from the normal resting position and affect the lens loading to pass smoothly through the cartridge, since this creates resistance and allows the lens to get stuck in the cartridge creating a push rod override as it was observed in the sample. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.